Manufacturer narrative:
Investigation summary: one injector sample received for investigation. Upon visual evaluation, luer thread from injector is damaged and bent. A review of the device history was performed for lot 2207002, no deviations or non-conformances related to the reported problem were identified during the manufacturing process. Retained samples from the same lot were evaluated, no defects or issues observed. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification. Based on the team investigation, possible root cause is associated with jam during the packaging process. We are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd phaseal¿ injector luer n35c was damaged. The following information was provided by the initial reporter: according to the customer's verbatim report, before use, cracks were found in injector luer lock. It was used for connecting to syringe once but no anticancer agent adhered.

Event description:
It was reported that the bd phaseal¿ injector luer n35c was damaged. The following information was provided by the initial reporter: according to the customer's verbatim report, before use, cracks were found in injector luer lock. It was used for connecting to syringe once but no anticancer agent adhered.

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.